Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager kept failing in refrigerator three or more times a day. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager on the station refrigerator kept failing due to latch damage. A field service engineer (fse) replaced the detent latch and adjusted the hasp position on the refrigerator. The system was tested, and the remote manager was accessed without issue. The system functioned as intended after the field service engineer repaired the device.